Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after getting a vibratory alert and feeling thumping in their chest. Upon further investigation, it was observed the implantable cardioverter defibrillator was in backup pacing mode and receiving high outputs leading to intermittent phrenic nerve stimulation. The device was restored successfully and a cyber security update was completed to prevent this issue in the future. The patient was discharged.